Event description:
It was reported that a cartridge alarm occurred. During trouble shooting it was discovered that the customer was failing to remove air from the cartridge. Customer was educated that the tandem pump user guide instructs the user to remove any residual air from the cartridge. The customer's blood glucose (bg) level was "high", although a specific value was not given. The customer administered a correction bolus via pump to address bg level. Reportedly, the customer was able to load a new cartridge successfully.